Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly and was kinked approximately 5.0 cm from the proximal end. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned devices revealed that the first ruby coil¿s pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the ruby coil mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the ruby coil. Further evaluation revealed the pusher assembly was kinked. This damage was likely incidental and may have occurred during packaging for return to penumbra. Evaluation of the second ruby coil revealed that the sterile product pouch was ripped from the bottom towards the middle. The sterile pouch is designed to be opened from the top. If an attempt is made to open the pouch from the bottom, the observed damage may occur. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00211.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils. During the procedure, while the hospital staff was attempting to open the packaging of a ruby coil (lot #f72294), the sterile pouch ripped down the middle instead of peeling away. Subsequently, the ruby coil could not be removed in a sterile fashion and therefore, was not used in the procedure. The physician then attempted to advance a new ruby coil (lot #f71658) through a lantern delivery microcatheter (lantern); however, the coil would not advance out of its introducer sheath and into the lantern. Therefore, the ruby coil was removed and the procedure was successfully completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.